Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Blue plastic tip on tibial trial impactor broke while impacting tibial baseplate during pka case. Surgical delay: yes - =15 minutes. Case type: pka.